Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: repair details/fault: the pressure reading itself to 1mmhg without anyone touching it of any other interference. Action taken: replaced the high pressure unit, updated the software and calibrated the device. Tests: calibration. Electrical safety - est110860. Soak test. Passed all tests. Probable root cause: pressure sensor malfunction / out of calibration. Software malfunction. Use error. System design. Unwanted movement of internal components / wiring. Power button inadvertently turned off. Tubeset/gas supply inadvertently detached/loose. Loss of power. Pressure button does not disengage. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Hpu or lpu assembly malfunction. Leaks from internal connections or seals. Ppv failure. Manufacturing/ service error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of insufflation during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation during procedure.